Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. Customers blood glucose value was 277 mg/dl at the time of incident. Customer declined to troubleshoot for high blood glucose. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer was unable to perform troubleshooting due to pump was not turning on. Product will be returned for analysis.